Manufacturer narrative:
Other text: one unit received for investigation. Device was tested and passed functionality test. Customer complaint could not be replicated or confirmed. No DHR review was done., corrected data: event date: 13 july 2021. Issue was discovered during testing.

Event description:
It was reported that there was a low flow error.